Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to find a small crack in the ilet screen, after which the screen was unusable and the device became difficult to operate; the cause of the damage was unknown and the device will be returned. Symptoms included no injury. Outcomes included temporary interruption of normal device use, with continued cgm use via dexcom app or receiver and a replacement device arranged. Investigation included review of the reported damage and arrangements for return to enable analysis. Investigation of this case revealed a damaged display component consistent with a cracked screen and associated loss of usability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of unknown origin.